Manufacturer narrative:
Qn#(B)(4). Failure mode "misfire/jamming - other" could not be confirmed with picture attached. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " staple jamming in package/ prior to use". No patient involvement reported.